Manufacturer narrative:
One cadd solis vip pump was received with a missing battery door. The event history log was reviewed and there was a "system fault 44509" in the history. A functional check was conducted and the reported issue was able to be confirmed. Error code 44509 was found displaying on the screen during power up. The error code 44509 indicates a problem with the microprocessor board issue. It was determined that a faulty microprocessor board is the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 44509. There was no reported adverse event.